Manufacturer narrative:
Initially reported to manufacturer as dissatisfaction with the pillows. Further investigation revealed actual patient injuries. Unable to obtain details about the incidents. Treatment of injury unknown. Patient outcome unknown. Unknown which ett was used, why it did not fit through the ett slot, or where it was placed instead. Unknown if patient was positioned according to the instructions.

Event description:
The facility reported a deep tissue injury on the patient's chin. This is patient 3 of 3 reported by the same facility. This 7-inch pillow was described as higher and harder than the preferred pillow and it was reported that it had no space for the endotracheal tube and/or suction. The pillow was reportedly trimmed in some way in an attempt to reduce the pressure on the face.